Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported hearing beeping tones. Upon interrogation, this device and right ventricular (rv) lead noted one high out of range shock impedance measurement. All other lead diagnostics were appropriate. The commanded shock lead impedance test noted a measurement of 102 ohms. Boston scientific technical services (ts) recommended performing a commanded synched shock to test the integrity of the system. No adverse patient effects were reported.